Event description:
It was reported that a right atrial leadless pacemaker failed to separate from the delivery catheter after multiple attempts during initial implant. The device had to be manually counter rotated from the patient while still attached to the delivery catheter. A replacement device was implanted to complete the procedure. Patient had no consequences as a result of the event.